Manufacturer narrative:
The returned used device, item smi-02ap was evaluated and found the lower jaw broken off. The broken piece was not returned for the evaluation. Device failed functional tests. The manufacturing documents from the device history record were requested from the contract manufacturer; however, they have not been received to date. A two-year review of complaint history revealed there has been a total of 68 complaints, regarding 69 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the smi-02ap device jaw is broken during a rotator cuff repair procedure on (B)(6) 2019. The procedure was completed using an alternate device. A good faith effort was completed to obtain further information; however, to date no further information has been received. There was no report of injury to the user or the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.